Event description:
It was reported that the external pulse generator had a problem with its operation. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that there was a problem with the operation of the generator. Analysis did find that the lower case was broken, the battery contacts were compressed, the keyboard and the heart lead flex were contaminated and that it needed a battery drawer o-ring. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had a problem with its operation. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.